Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery depletes faster than expected and subsequently, shut down. In addition, it was reported that "pump alarms do not wake" the customer when sleeping. There was no reported impact to the customer's blood glucose levels. Customer declined to troubleshoot with tandem technical support.